Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the patient experienced pain, multiple adhesions and hole in the vagina and peritoneal cavity that required her to undergo a complete hysterectomy and repair of injured body parts. The patient had removal of mesh concurrently with a hysterectomy and repair on (B)(6) 2011. (B)(4).